Manufacturer narrative:
Unable to perform prime test to verify occluded anomalies to reservoirs due to the reservoir barrels, plungers and stoppers of 30 opened and used reservoirs was not returned. Only received the transfer guards.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received an insulin flow blocked alarm. During troubleshooting, the customer was able to get insulin to exit the device, but stated that all of the insulin was out of the reservoir. Troubleshooting could not be completed. Blood glucose level at the time of the incident was 94 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.